Event description:
A company representative was informed that high impedance was identified for a patient's vns system. The patient was referred for lead and generator replacement surgery. Additional information from the treating physician's office indicated that system diagnostics confirmed the high impedance, and system diagnostic test results from the previous visit were within the normal limits. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. The explanted lead and generator were received by the manufacturer, but analysis has not been approved for the explanted devices to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. The generator was explanted for prophylactic reasons. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis was also approved for the lead. The lead was returned in one portion; however, as a large portion of the lead assembly including the electrodes and tie-downs was not returned for analysis, resulting analysis and commentary cannot be made for that portion of the lead. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between the generator and connector pin, thereby ensuring a good electrical connection to the lead. An abraded opening was observed on the outer silicone tubing, and fluid remnants were observed inside the lead body at the opening. No other anomalies were identified on the returned portion of the lead.